Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed. Per complaint information, the issue was caused by the bag port slightly getting warped from the weight of the bag, causing an incomplete connection between the bag and the cassette tubing, and the solution leaking from the bag port due to the connection not being air tight. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that the heater bag was leaking and would not make a connection, and that she got air in her while on the homechoice (hc) machine while at the start of fill 2 of 4. The home patient (hp) stated the bag connection was leaking and she could not stop it from leaking. The hp stated there were a lot of air spaces in the patient line when she disconnected. And then after a manual drain, some air came out of her body. The hp stated she was having some shoulder pain then. The hp stated she had called the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported issues, it was revealed that the bag port was slightly warped from the weight of the bag, which caused an incomplete connection between the bag and the cassette tubing. Per hp, the solution was leaking from bag port due to the connection not being air tight, and suggested that's how the air might have entered the cassette as well. The hp is doing fine and continuing therapy.